Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the gas delivery engine (gde), verified the model code, calibrated the transducers and characterized flow control valve. The ventilator was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue was duplicated and was isolated to tca drift railed high a/d counts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator was getting circuit occlusion. It is unknown if there was any patient involvement but no patient harm or patient injury was reported.